Event description:
It was reported that two years ago, the band was implanted during a lap adjustable band procedure. One month ago, the surgeon discovered that the band was torn. No add'l info was provided.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.